Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the metal band of the universal driver was missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device not returned for investigation.